Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient is using a receiver designated for pediatric use only. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that a adult patient was using a receiver approved only for pediatric. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.